Event description:
This is a spontaneous case report received on 04-may-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Quality safety evaluation received on 26-may-2016: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essures reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment, considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. The product technical complaint investigation resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("device removed") in an adult female patient who had essure (batch no. 637223) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity and uterine bleeding. Concomitant products included medroxyprogesterone acetate (depo-provera) in 2008 for contraception as well as amitriptyline hydrochloride (amitriptyline hcl) since 2008. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), complication associated with device ("device complications"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), headache ("migraines / headaches, pain,head"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dysmenorrhea (cramping)"), vulvovaginal pain ("pain, vaginal"), abdominal pain upper ("pain, stomach") and dizziness ("other injury(ies) or complication (s) please describe: dizziness with periods"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal, complication associated with device, vaginal haemorrhage, menorrhagia, female sexual dysfunction, nausea, dysmenorrhoea, dyspareunia, fatigue and dizziness outcome was unknown and the migraine, headache, vulvovaginal pain and abdominal pain upper had resolved. The reporter considered abdominal pain upper, complication associated with device, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, medical device removal, menorrhagia, migraine, nausea, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("device removed") in an adult female patient who had essure (batch no. 637223) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity. Concomitant products included medroxyprogesterone acetate (depo-provera) in 2008 for contraception as well as amitriptyline hydrochloride (amitriptyline hcl) since 2008. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), complication associated with device ("device complications"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), headache ("migraines / headaches, pain,head"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dysmenorrhea (cramping)"), vulvovaginal pain ("pain, vaginal"), abdominal pain upper ("pain, stomach") and dizziness ("other injury(ies) or complication (s) please describe: dizziness with periods"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal, complication associated with device, vaginal haemorrhage, menorrhagia, sexual dysfunction, nausea, dysmenorrhoea, dyspareunia, fatigue and dizziness outcome was unknown and the migraine, headache, vulvovaginal pain and abdominal pain upper had resolved. The reporter considered abdominal pain upper, complication associated with device, dizziness, dysmenorrhoea, dyspareunia, fatigue, headache, medical device removal, menorrhagia, migraine, nausea, sexual dysfunction, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs received: reporter information, patient demographic information, product indication updated, onset and removal dates, lot no, treatment medications, new events vaginal haemorrhage, menorrhagia, sexual dysfunction, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vulvovaginal pain, abdominal pain upper, fatigue and dizziness added. Outcome for the events abdominal pain upper, vulvovaginal pain, migraine and headache added as recovered / resolved. Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.